Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. No anomalies were found with the pump. The cylinders were microscopically inspected, and leak tested. The microscope test revealed that the first cylinder had a hole at corner of a fold and broken fabric threads in the middle of the cylinder. Both cylinders had a hole at the corner of a fold in the proximal end, and the outer sleeve was completely detached. The second cylinder had wear at fold in the middle of the cylinder. During leak testing, the second cylinder was found to have a bulge at its proximal end when inflated with a syringe. Additionally, the first cylinder exhibited a leak originating from the corner of a fold located in the middle section of the cylinder. The reservoir was microscopically inspected, and leak tested. The microscope test found that the reservoir had wear at a fold in reservoir shell. No leaks were identified. Based on the information available and analysis results, the leak at the corner of a fold in the first cylinder and the bulging in the second cylinder confirmed the reported clinical observation of cylinder fluid leak, cylinder hole/perforation, and device mechanical issue.

Event description:
It was reported that the patient stated the inflatable penile prosthesis (ipp) was not functioning properly. Intraoperative findings revealed a tear in the cylinder with associated fluid loss. The device was subsequently explanted. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. No anomalies were found with the pump. The cylinders were microscopically inspected, and leak tested. The microscope test revealed that the first cylinder had a hole at corner of a fold and broken fabric threads in the middle of the cylinder. Both cylinders had a hole at the corner of a fold in the proximal end, and the outer sleeve was completely detached. The second cylinder had wear at fold in the middle of the cylinder. During leak testing, the second cylinder was found to have a bulge at its proximal end when inflated with a syringe. Additionally, the first cylinder exhibited a leak originating from the corner of a fold located in the middle section of the cylinder. The reservoir was microscopically inspected, and leak tested. The microscope test found that the reservoir had wear at a fold in reservoir shell. No leaks were identified. Based on the information available and analysis results, the leak at the corner of a fold in the first cylinder and the bulging in the second cylinder confirmed the reported clinical observation of cylinder fluid leak, cylinder hole/perforation, and device mechanical issue.

Event description:
It was reported that the patient stated the inflatable penile prosthesis (ipp) was not functioning properly. Intraoperative findings revealed a tear in the cylinder with associated fluid loss. The device was subsequently explanted. No patient complications were reported.

Event description:
It was reported that the patient stated the inflatable penile prosthesis (ipp) was not functioning properly. Intraoperative findings revealed a tear in the cylinder with associated fluid loss. The device was subsequently explanted. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.